Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' aortic bioprosthetic valve was explanted after an implant duration of approximately 41 months, and replaced with another edwards pericardial valve. Through follow-up, it was learned that the valve was explanted due to persistent fungal bacteremia with prosthetic valve endocarditis. Operative findings indicate, "on exposing the aortic valve, there were small sessile vegetative processes seen on the ventricular side of the prosthetic valve leaflets. There were 4 or 5 vegetations that measured 2-3 mm in diameter by 1 mm in height. They were segmented for culture and gram stain and returned with fungal forms by gram stain." The surgeon indicated that the source of endocarditis is likely dialysis related, and not due to a device malfunction. Also noted that the patient underwent mitral valve replacement (non-edwards' device) during the same surgery due to endocarditis.

Manufacturer narrative:
(B)(4) - prosthesis vegetation. Evaluation method: device requested, but not returned yet. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device was traced back to its sterility lot and the complaint database indicates no other infection/endocarditis related reports received on any devices processed under the same sterility lot. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the surgeon indicates that the source of infection is likely dialysis related. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event. The device will be evaluated if received by edwards.

Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: as received, tissue is cut out of leaflet 2 measuring to approximately 4mm at the free margin and 11mm into the cusp area; it is likely that this cut was performed by hospital pathology for microbiological testing purposes. Moreover, minimal to moderate host tissue overgrowth is detected at the stent inflow. The sewing ring is also cut off at the inflow aspect which exposed the wireform. No inconsistencies were detected in the x-ray as no calcification is detected and the wireform is intact. No further evaluation can be performed as it appears that the leaflet in question was cut out and tested by the user facility prior to sending to edwards.